Event description:
It was reported that the user experienced two instances in which the infusion set deployer did not puncture the skin, resulting in an incorrectly deployed infusion set while glucose levels remained stable; replacement supplies were provided and troubleshooting and education were completed. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, a usage problem was identified, and the event involved the infusion set component, with the issue categorized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.